Event description:
It was reported that a vtun camino flex. Tunneled ventricular catheter had inaccurate icp reading following an MRI. Add'l info requested; however, none has been received to date.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.